Event description:
The customer reported that the system would shut down on it's own. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.